Manufacturer narrative:
Additional information is added to h3, h6, and h11. H11: the device was received for evaluation. Visual inspection with the naked eye observed no issues with the sample. Functional tests which included leak, clear passage, and clamp function tests were performed and no issues were observed. An integrity seal surface test was performed; the patient adapter was tightened to an in- lab titanium adapter and leak tested with no issues or leaks. The reported condition was not verified. The sample met specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.